Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump received with fading serial number. The insulin pump was received with minor scratched display window, case and keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via telephone call that their insulin pump alarmed power error detected. Blood glucose level was unknown at the time of call. Troubleshooting was performed and the device will be returned for analysis.